Manufacturer narrative:
H3:81: other: the suspect device was not returned for evaluation therefore, a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a xdcr fault occurred during usage on a patient. Patient involvement is unknown at the time of this report.